Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the first placement of the device, the surgeon performed an exclusion of the middle ear at the same time. The user has been reimplanted.